Event description:
A decrease in the hearing performance with the device was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely, even though no such event has bee reported. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. Further steps have not been decided yet.

Event description:
A decrease in the hearing performance with the device was reported. Further proceedings are currently unknown.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
A decrease in the hearing performance with the device was reported. The user has been re-implanted.